Event description:
It was reported, ¿piccline laid on (B)(6) 24 without worry. Insertion of the kt over 42cm, not externalized. Indication of repeated blood tests (+/- transfusion). The patient returns on (B)(6)2024 for piccline clogged according to ide domicile. The patient reports that in the end the PICC was used only 1 or 2 times. It can be seen that the kt is indeed clogged despite the unclogging maneuvers. Decision to withdraw and rest. On ablation, there is a cracking of the kt 5cm from the base of the PICC line without explanation. Consequences: none, no extravasation (PICC not used since (B)(6) 24)¿ no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter fracture was confirmed. The product returned for evaluation was one 4fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed at the 5cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned; fracture edges which were rounded and polished due to repeated material wear; 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together; overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported, ¿piccline laid on (B)(6) 2024 without worry. Insertion of the kt over 42cm, not externalized. Indication of repeated blood tests (+/- transfusion). The patient returns on (B)(6) 2024 for piccline clogged according to ide domicile. The patient reports that in the end the PICC was used only 1 or 2 times. It can be seen that the kt is indeed clogged despite the unclogging maneuvers. Decision to withdraw and rest. On ablation, there is a cracking of the kt 5cm from the base of the PICC line without explanation. Consequences: none, no extravasation (PICC not used since (B)(6) 2024)¿ no other information was provided.